Manufacturer narrative:
Manufacturing evaluation has been completed. The screw implant was received. It was aborted at the screw tip. The screw tip was not returned and the screw had strong signs of wear. All complaint relevant dimensions were measured and met the specifications. Based on this information, this complaint is confirmed. However, no manufacturing related issues have been identified or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional codes: mqn, dzl. (B)(4). Device was neither implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material certificate was checked against the specification. There were found no deviations or abnormalities which could lead to the complaint failure. Manufacturing location: (B)(4). Manufacturing date: 07.feb.2017 expiry date: 01.jan.2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported during a procedure to repair a left proximal phalanx fracture on (B)(6) 2017, while attempting to insert a 1.5mm cortex screw, the screw broke. The broken shaft of the screw was not able to be removed and remains embedded in patient¿s bone. Surgery was delayed approximately 3 minutes due to the broken screw. This report is for one (1) 1.5mm cortex screw. (B)(4).